Event description:
It was reported that after the completion of a left transcarotid artery revascularization (tcar) procedure, the patient experienced right-sided weakness and had an embolic stroke. The patient's symptoms did not improve. Additional information received indicated that three days post tcar procedure, the patient passed away. At this time, the patient's cause of death is unknown, and further information is not available. If additional information is received, a supplemental report will be filed. At this time, it is unknown if the reported stroke event is due to procedural complications, the patient's pre-existing condition, or a silk road medical device and it will be reported out of an abundance of caution.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. The reported event does not indicate a manufacturing defect and the finished product lot was verified to meet quality requirements and was released for commercial use in accordance with srm procedures. At this time, it is unknown if the reported stroke event is due to procedural complications, the patient's pre-existing condition, or a silk road medical device and it will be reported out of an abundance of caution. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable.

Event description:
This supplemental MDR is being submitted for additional information received on 08 october 2024. At this time, the patient's cause of death is unknown. The patient was immunosuppressed due to a recent cancer diagnosis and was likely pro-thrombotic. Post-procedure imaging showed that the stent was widely patent. The procedure was completed without any issues, and there was no indication of a device issue.